Event description:
It was reported that as the surgeon was inserting the screw to keep a plate in situ and the screw snapped midway down the screw. The broken part of the screw was left in the patient. The subsequent screws redirected to achieve good hold. No reported adverse effect to the patient.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.